Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1604765 syr rear case, CAPA# ca-2018-0161 iui conn issues. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom (front corners cracked), rear case (bottom front corners cracked), barrel clamp (cracked handle), left iui (contaminated) and right iui (contaminated). Calibrated. A review of the device history record for (B)(6) was performed from date of manufacture 02/18/2016 to present date 01/12/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported device failed preventive maintenance, defective barrel clamp. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported device failed preventive maintenance, defective barrel clamp. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported device failed preventive maintenance, defective barrel clamp. There was no patient involvement.